Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 500 mg/dl. It was stated that the infusion set was changed three days prior to the event. No troubleshooting was performed as the customer was not present during the phone call.